Event description:
It was reported that during a coronary stenting treatment procedure, the stent moved on the balloon. The physician advanced a 4.0x24mm liberte bare stent to the right coronary artery (rca) and during inflation of the stent delivery balloon, it was noticed that the stent moved on the balloon. The device was successfully removed from the pt and the procedure was completed with another of the same device. No pt complications were reported with the pt's current condition listed as "stable". Add'l info was requested but is not available.

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).